Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that a fissure was generated at the edge of the anterior capsule incision during laser assisted cataract surgery. The fissure occurred at 1-2 o'clock and reached the posterior capsule but vitreous came out. The intraocular lens was placed in the back as planned and the procedure was completed. The surgeon noted that tears almost never occur in surgeries without the laser use.

Manufacturer narrative:
An image of the optical coherence tomography (oct) scan was reviewed, but showed no issues. However, system settings and patient anatomy as a contributing factor cannot be eliminated. Furthermore as the reported event occurred during cataract surgery, surgical technique cannot be eliminated as a cause or contributing factor. The company service representative examined the system. No system issue was found that could contribute or be the cause to the reported event. The system was then tested and met all product specifications. Based on quality assurance assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. (B)(4)